Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed. The cannula measured the correct full length according to specification. Inspection of the cannula assembly did not find any issues that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported that patient was playing on the floor after dinner and, when she looked down to change the patient's diaper, she noticed that the cannula was outside of the skin, underneath the window of the pod, stuck to the adhesive which was wet. She did not think that the patient's meal bolus delivered into his system. The patient's blood glucose had reached 350mg/dl while wearing the device on his leg for between 4 and 24 hours. The mother changed the pod and waited to give a correction. The device was returned for evaluation.